Event description:
It was reported that epoxy was covering the bd luer-lok¿ tip syringe needle. The following information was provided by the initial reporter: "contact reported white ""clumpy"" hardened material covering needle".

Manufacturer narrative:
The following fields were updated due to additional information: h2: device return to manuf .? No. Investigation summary: an empty canister with no sample enclosed was received. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that epoxy was covering the bd luer-lok¿ tip syringe needle. The following information was provided by the initial reporter: "contact reported white "clumpy" hardened material covering needle."